Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed false air in line messages during therapy in the medical surgical care area (medication, dose, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out with a 15 minute delay in therapy and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified cracks in the upstream sensor tail pins which could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported air line alarms during an infusion which were unable to be reproduced however, were verified through a review of the event history log and found to be caused by cracks on the tail pins of the upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.